Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use the nkv-550 ventilator had shut off and the graphic user interface screen was completely black. The registered nurse (rn) was in the room when the incident occurred and began to manually ventilate the patient. The ventilator rebooted and turned back on so the patient was placed back on this ventilator. The ventilator was working properly. There was no reported patient harm. The patient was then placed on another ventilator due to this ventilator being pulled for an analysis. The logs showed that when the ventilator spontaneously restarted it was ventilating at the previously set settings.